Event description:
Patient reported that, while priming, no insulin dripped from her infusion set tubing. When she removed the insulin cartridge, from the device, she discovered that insulin had leaked into the device's cartridge chamber. Patient reported that her blood glucose was elevated (286 mg/dl). She self-treated by switching to her back-up device and bolusing.